Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown and treatment information was not reported. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4) and (B)(4).

Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents was performed for potentially associated lot number h13b06032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed for potentially associated lot number h13c19017 with no issues noted during the manufacturing process. There were no deviations from standard procedure. The exception summary was reviewed for this batch with an exception noted for the batch, however, the exception did not indicate any issues related to the complaint. Should additional information become available, a follow-up will be submitted.